Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the indicated phenomenon was caused by the failure of the main board, power supply unit, igniter, and fuse. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was received from the customer: the procedure was a therapeutic mastectomy, which was completed with no delay. The device was inspected before use.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the printed circuit board failed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The user facility reported to olympus that, the visera xenon light source was not working. Upon inspection and testing of the returned device, it was confirmed that the printer circuit board, fuse and the power unit failed. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.